Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had their original procedure for a ileostomy reversal. Six days later, the patient was brought back into surgery due to a leak on the site where the device was used to close the anastomosis. This did not result in tissue damage or patient injury. The surgeon repaired the leak. There was not more than 250cc of unanticipated blood loss and surgery was not delayed more than 30 minutes. The patient status is stable.